Manufacturer narrative:
Other applicable components are: product ID: neu_ins_stimulator, serial#: unknown, implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had a loss of therapy. The patient stated that they have moved and have not adjusted their battery. Patient services verified and the caller stated that they are having issues trying to turn stimulation up after they charge the device. The patient further stated that when they go to turn stimulation up it seems like it "backfires" and shoots back. Patient services reviewed and the patient confirmed using the patient programmer that stimulation was on and the patient is using program a. Patient services reviewed and patient was able to increase stimulation, but noted that the stimulation shot towards their back. The patient stated that it is the highest they can increase stimulation without the spiking feeling. Patient services reviewed and the patient decreased stimulation to a comfortable level and stat stimulation is now tolerable. The patient stated that they cannot get pain relief because they cannot turn stimulation high enough without feeling the spiking. The patient was on program 1 at 1.3 volts. Patient services reviewed and patient changed to program 2 and confirmed .6 volts and stated that they do not feel stimulation. The patient increased stimulation on program 2 and stated that they are feeling stimulation but seemed like it was coming from their other implant battery which is like a pacemaker battery. The patient stated that they were feeling stimulation coming from their battery at the time of the call when they changed program 2 and increased stimulation. Patient services verified and the patient noted that program 1 is the setting programmed for their left side. It was reviewed to decrease the setting they were on and to follow-up with the healthcare provider (hcp) to check the device. The patient reported that they fell and broke their arm in november 20126 and they are having issues doing anything. The fall was unrelated to the device and therapy, but since the fall they have been having the issuestrying to turn stimulation up and down. The patient can change stimulation. The patient stated that changing the remote control settings helped, but they can't turn it up enough without spiking and cross firing to relieve the low back pain. The patient stated that the issue has not been resolved. The patient needs to keep the device below 2.2 or they get the spiking, and if it gets any higher the device cross-fires. The patient stated that they have to turn the device almost off to run the charger. Even then they have to be on their feet to charge. When the patient sits down it feels like a crossfire from the left to right battery with spiking in their left side. No further complications were reported.

Manufacturer narrative:
Correction: ins previously reported in this regulatory report was identified to be the incorrect device and the coding previously reported is no longer applicable. The correct device information has been submitted in the supplemental regulatory report # 3007566237-2017-01081. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction as (B)(4) was not meant to be coded in fdd's.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they were responding to a letter they received. The patient stated that they never got and ID card for their new ins. The patient stated that they were about (B)(6) pounds at the time of the event. The patient stated that they had moved and they still don't have a managing physician and they are waiting for their medical records being released.